Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this analysis. The log file captured low flow fault flags beginning on (B)(6) 2026 due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm). These low flow estimates lasted for more than 10 seconds, which activated low flow alarms. The estimated flow remained well below the alarm threshold for the majority of the data capture until the log file captured both power cables being disconnected from a power module and the driveline being disconnected, along with the shutdown sequence being initiated. No other notable events were recorded. Available information provided that the patient presented to the emergency department in cardiac arrest on (B)(6) 2026. The patient had cardiac arrest at home when this occurred and passed away. The site had concerns about a possible sudden complete outflow graft obstruction; however, the submitted log files did not capture data consistent with any obstruction/malfunction. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department in cardiac arrest on (B)(6) 2026. Log files were sent for review. The event log file contained the onset of low flow estimates as well as sustained low flow hazard events on (B)(6) 2026 at 08:32. The low flow condition continued until the pump driveline was disconnected from the system controller on (B)(6) 2026 at 9:31am. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The pump was maintaining the rotor set speed throughout the log file. These flow readings did not appear to be the result of any external equipment malfunction. The site had concerns about a possible sudden complete outflow graft obstruction. The patient had cardiac arrest at home when this occurred and passed away.